Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon laparoscopic resection with a medial incision for the stapling, while using the device on the rectal tissue, it was reported that one stapler did not deploy staples. Surgeon also used another stapler but once fired, the staple came out of the reload but did not do the "b" shape. The surgeon needed to use one contour and another circular stapler to do the anastomosis. It was noted that the surgical time was extended by more than 30 minutes. It was also reported that there has been and additional resection and re-stapling to fix the issue.